Manufacturer narrative:
(B)(6). There was no reported product deficiency. Death and hemorrhage are listed in the product instruction for use as known potential adverse effects. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture or design.

Event description:
It was reported that after the xact stent implantation in the left internal carotid artery the patient experienced a severe headache. CT scan showed extensive intracranial symmetric hemorrhage with edema and the patient was diagnosed with both ventricular and subarachnoid hemorrhage. The patient was intubated and was transferred to a higer level of care hospital. The patient expired one day after the procedure. Although requested, no additional information was provided.